Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced hyperglycemia. Customer¿s blood glucose level was 530 mg/dl at time of incident and. Customer drink orange juice and forgot to tell them which led to high blood glucose. Customer declined troubleshooting. The customer experienced symptoms as indicative of the possible onset of diabetic ketoacidosis. The insulin pump will not be returned for analysis.